Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Visual inspection revealed that a capacitor on the power supply was bloated, and that the system did not boot up. Connecting the mpu to an outlet caused the green power and yellow wrench symbol to turn on and off. The power supply was to be replaced.

Manufacturer narrative:
Section g2: correction. Manufacturer's investigation conclusion: the reported event of symbols flashing on the mobile power unit was confirmed with the returned mobile power unit (serial # (B)(6)). The mobile power unit (mpu) was received at european distribution center. The unit was connected to the power outlet and did not finish the boot up process. The green power and yellow wrench symbols were cycling on/off. Replacement of the power supply assembly resolved the reported issue. The reported event was determined to be due to a nonconforming capacitor on the mobile power unit power supply pcba. A corrective and preventative action (CAPA) was initiated to further address the observed issue. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Heartmate 3 patient handbook rev g, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. Under section 8, equipment storage and care, general cleaning guidelines for all equipment. Heartmate 3 instructions for use rev g, under section d, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect the power module patient cable or mobile power unit patient cable, used to connect the system controller to the power module or the mobile power unit, for damage or wear. Ensure that the cable is not kinked, split, cut, cracked, or frayed. Do not use the power module patient cable or the mobile power unit patient cable if it shows signs of damage. Obtain a replacement from thoratec corporation, if needed. Under section 8, equipment storage and care, general cleaning guidelines for all equipment. The device is included in the heartmate mpu capacitor issue field action issues by abbott on 28feb2025. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a light alarm on the mobile power unit (mpu) and that the mpu was dysfunctional. The site that the power symbol was flashing and when the patient tried to connect to the mpu, the connection was not done, and the backup battery of the system controller gave power to pump. No log files were available. The mpu was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of symbols flashing on the mobile power unit was confirmed with the returned mobile power unit (serial # (B)(6)). The mobile power unit was received at european distribution center. The unit was connected to the power outlet and did not finish the boot up process. The green power and yellow wrench symbols were cycling on/off. Replacement of the power supply assembly resolved the reported issue. Evaluation of the power supply assembly revealed unable voltage measurement with a capacitor component resulting in the reported issue. A root cause of the damaged capacitor component could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook rev g, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. Under section 8, equipment storage and care, general cleaning guidelines for all equipment. Heartmate 3 instructions for use rev g, under section d, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect the power module patient cable or mobile power unit patient cable, used to connect the system controller to the power module or the mobile power unit, for damage or wear. Ensure that the cable is not kinked, split, cut, cracked, or frayed. Do not use the power module patient cable or the mobile power unit patient cable if it shows signs of damage. Obtain a replacement from thoratec corporation, if needed. Under section 8, equipment storage and care, general cleaning guidelines for all equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of symbols flashing on the mobile power unit was confirmed with the returned mobile power unit (serial#: (B)(6). The mobile power unit (mpu) was received at european distribution center. The unit was connected to the power outlet and did not finish the boot up process. The green power and yellow wrench symbols were cycling on/off. Replacement of the power supply assembly resolved the reported issue. The root cause of the reported event was determined to be due to a compromised capacitor on the mpu¿s power supply assembly. A manufacturing task has been opened to further investigate this issue. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev g, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. Under section 8, equipment storage and care, general cleaning guidelines for all equipment. Heartmate 3 instructions for use rev g, under section d, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect the power module patient cable or mobile power unit patient cable, used to connect the system controller to the power module or the mobile power unit, for damage or wear. Ensure that the cable is not kinked, split, cut, cracked, or frayed. Do not use the power module patient cable or the mobile power unit patient cable if it shows signs of damage. Obtain a replacement from thoratec corporation, if needed. Under section 8, equipment storage and care, general cleaning guidelines for all equipment. No further information was provided. The manufacturer is closing the file on this event.